Event description:
It has been reported to philips that the system did not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. As part of troubleshooting, the fse checked the detector, controller, and their connections, identifying the coolant had leaked out of the flat detector cooling hose into the detector. However, the reason for leakage could not be determined. In order to resolve the reported issue, the fse replaced the detector and the cooling hose. After the replacement, the system was returned to use in good working order and ready for clinical use. Analysis of log file revealed communication issue with the flat detector controller that prevented the system from completing the boot-up process. The detector was returned for further analysis. Testing revealed that the cooling liquid had leaked into the detector. The codes were updated based on the investigation outcome.